Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. An email was sent to the author requesting additional information, with no reply as of yet. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Possible lead models could include: 6930, 6931, 6948, and 6949. Without a lot number or device serial number, the manufacturing date cannot be determined. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The date of death is not known and is estimated based on the publication date. Referenced article: passive-fixation lead failure rates and longterm patient mortality in subjects implanted with sprint fidelis electrodes. Europace. 2014;16(2):258-264. (B)(4).

Event description:
A journal article was reviewed which contained information regarding multiple lead models. Multiple patients and multiple deaths and failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the a report of patient deaths and the following failure modes: lead failure, inappropriate shocks and apparent fracture. The status of the leads is unknown.